Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction from the unit. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : material ordered only.

Event description:
After further investigation this was deemed not a reportable event with philips. The customer reported that a speaker malfunction inops was displayed from the device. The speaker created high and low volume intermittently the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips response service engineer (rse) spoke to the customer. A goods movement indicates parts were shipped to the customer to repair and resolve their issue. Replacement parts were ordered and shipped to the customer site. We will consider that the customer resolved the issue using the replacement parts ordered from philips.